Event description:
The customer stated that the unit had a speaker malfunction with sound. During product evaluation, the philips authorized repair facility technician found that mx40 telemetry device has no sound.